Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2025-0000306) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2025-0000305). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2025-0000305).

Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the paint is peeling off around the control panel. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.